Event description:
It was reported that the patient presented in the operation room for a generator change. Interrogation showed that the left ventricular (lv) lead failed to capture due to high capture threshold. The lv lead was capped and replaced with alternate lv lead on (B)(6) 2023. The patient's condition was stable.